Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure, the hex wrench did not fit properly into the set screw. The procedure was abandoned and the device was reprogrammed to prolong battery longevity. Device replacement is anticipated. The patient was stable.

Event description:
Additional information received that the device was explanted to resolve the event. The patient was stable.